Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that an uphold vaginal support system was implanted during an anterior vaginal wall mesh and cystoscopy procedure performed on (B)(6) 2013 to treat prolapse. As reported by the patient's attorney, on (B)(6) 2013, the patient had a revision surgery for erosion, removal of left arm of the anterior vaginal wall mesh and insertion of pinnacle posterior. Furthermore, on (B)(6) 2017, the patient underwent an anterior-posterior vaginal repair, revision of vaginal sling and laparotomy/ suprapubic suspension. After the procedure, it was observed that a large piece of mesh was removed from the nuclear and lateral parts, and floseal was used to repair the double layer skin.